Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of loose connection between nxt connector pieces is confirmed; however, the exact cause is unknown. One 4 fr two-piece groshong nxt connector was returned for evaluation. An initial visual observation showed use residue on the returned sample. The connector pieces were returned partially assembled, but not locked into each other. A microscopic observation revealed one side of the proximal end of the distal connector piece was deformed and bent slightly outward. The inner diameter of the distal connector piece was observed to be elliptical when view from its proximal end. Some damage was observed on one locking arm of the proximal connector piece. An attempt was made to connect the returned connector pieces. A faintly audible click was heard during the connection; however, the connector pieces were able to be pulled apart by hand with ease. A gap was observed between the two connector pieces when they were assembled where the deformation on the distal connector piece was located. While the observed deformation was likely the cause of the incomplete connection of the two connector pieces, it could not be determined whether or not this occurred prior to or during use. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that during passage of the catheter, the catheter was trimmed and attempted to attach to the connector. But the connector could not be engaged firmly with gap left in one side. The connector was then replaced.

Event description:
It was reported that during passage of the catheter, the catheter was trimmed and attempted to attach to the connector. But the connector could not be engaged firmly with gap left in one side. The connector was then replaced.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.